Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 980 ventilator went into an inoperable state. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.

Manufacturer narrative:
Additional information was received pertaining patient involvement. The service engineer (se) inspected the device and verified the reported malfunction. The se replaced the mix controller printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on startup, a 980 ventilator generated an error message and went into an inoperable state. The ventilator was not in use on a patient at the time of the reported event.